Event description:
Pediatric patient came into the hospital for an infusion. The infusion required a 0.2 micron low protein binding filter (product used: bd smartsite low sorbing extension set-0.3 micron low protein binding filter. Ref # 10013902). The patient¿s nurse reports that the part of the tubing that connects to the rectangular filter that is built into the tube popped off of the rectangular filter, and the patient¿s blood starting coming out of the tubing there. The rn thinks it was faulty tubing and asked me to report it. FDA safety report ID # (B)(4).